Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 49 mg/dl and 299 mg/dl, while using the suspect device. At the time the results were obtained, patient was reportedly feeling like blood glucose was low. Reporter did not indicate how, or if, patient self-treated. No resultant injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.